Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experiencing high blood glucose. Customer blood glucose was 447 mg/dl at the time of incident. Customer current blood glucose was 318 mg/dl. Customer was treated with insulin pump and manual injection or insulin pen for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer was not using auto mode feature at the time of event. No further complications were reported. Troubleshooting was performed and the customer will continue to use the insulin pump.